Event description:
Surgery to remove malfunctioning opium pain pump. Pump and medication removed. History of pump implanted 5 yrs ago at another facility. Pain med inserted by physician every month: 18-20 cc. Pain med still present from month prior and computer showed 2.9 cc left and actually 18-19 cc present from month prior.